Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support and stated that they would load a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.